Manufacturer narrative:
Concomitant medical device: addr01 ipg implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had a subclavian crush and confirmed fracture. The rv lead was found to have high impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.